Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/21/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: smartablate generator (model# unknown serial# unknown). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an ablation procedure for idiopathic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, a tamponade was confirmed via intracardiac echocardiogram and pericardiocentesis was performed. At the time of complaint report, patient was in stable condition and being prepared for transfer to the coronary care unit for observation. Post-procedure, the patient underwent open heart surgical intervention to repair the perforation. The patient required extended hospitalization as a result of this adverse event. The patient has fully recovered. Patient factors that may have contributed to the adverse event include advanced age and a thin-walled ventricle. The physician did not provide causality opinion. A transseptal puncture was performed with a bard transseptal needle. Patient received anticoagulants during the procedure with activated clotting times maintained at 350 seconds. Sheath used was a terumo pinnacle 8.5 french short. Smartablate generator settings at the time of injury included: power control mode at 20 watts (not titrated), temperature at 32 degrees c and impedance ohms in the 90s. Five lesions were performed at maximum power setting of 40 watts for a maximum of 60 seconds. Overall ablation time at the site of injury was 3 minutes in the surrounding area. Last ablation cycle time at the site of injury was 60 seconds. Irrigated catheter flow set at 17ml/min. No error messages were observed on biosense webster equipment during the procedure. Smarttouch was the only catheter in the ventricle. No issues were reported with the catheter.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.